Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced ventral incisional hernia recurrence, dense scar tissues and adhesions. Post-operative patient treatment included removal surgery, placement of new bard flat mesh and dissection of dense adhesions.